Manufacturer narrative:
Unit received stuck in critical pump error (open book image) with black spotted area at left of lcd display and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test and selftest due to critical pump errors. Unit received with cracked battery tube area. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly peeling end cap address label, severe corrosion on force sensor assembly and corrosion on motor home switch.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had crack on the insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that the water was leaked out of the crack located along the battery compartment. The customer stated that the home screen did not appeared on the display. The insulin pump will be returned for analysis.